Event description:
The perfusionist noted that, prior to cross clamp, the d905 eos device was not oxygenating the blood. Gas and sample lines were checked. No issues were found. The fio2 was increased from 65% to 100% but the po2s remained low. The pt's heart was still beating. The procedure was discontinued and the entire circuit was changed out. Two units of blood were given to compensate for the blood loss in the circuit. The procedure continued without incident. It was reported that there was no patient injury.

Manufacturer narrative:
Sorin group (B)(4) manufactures this d905 eos oxygenator. The incident occurred at (B)(6). This medwatch report is filed on behalf of sorin group (B)(4). The perfusionist noted that, prior to cross clamp, the d905 eos device was not oxygenating the blood. To date, sorin group (B)(4) has not received the oxygenator for evaluation. A f/u report will be filed when the investigation is complete. It was reported that the patient received two units of blood to compensate for the loss of blood when the circuit was replaced. In addition, the hospital reported this incident to the (B)(4). This medwatch report is being filed as a result of these actions.